Event description:
It was reported that an unspecified malfunction alarm occurred, and no notable events were identified prior to the issue. There was no reported impact on the customer's blood glucose level. The customer reverted to multiple daily injections as a backup therapy to maintain insulin delivery, and technical support arranged to replace the pump.